Event description:
The customer stated the rubella calibration failed with error code 1111: m-cal 1 check too high, rubella g, on the axsym analyzer. The abbott customer service technician (cta) instructed the customer to clean the optical line, decontaminate lines 1, 3 and 4, check the meia and then centrifuge the calibrators for 5 minutes and repeat the calibration. After performing the recommended maintenance, the rubella calibration passed. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.